Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-00486, 1221359-2022-00487, 1221359-2022-00488, 1221359-2022-00489, 1221359-2022-00491.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self test. This MFR report addresses test five of six. The consumer reported a false positive result with the binaxnow covid-19 antigen self test on (B)(6) 2021 on a nasal swab. A follow-up pcr confirmation test was performed and generated a negative result. The consumer stated that she was not symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.